Event description:
It was reported that the recanalization catheter would not advance or retract on the guide wire. Both devices were removed as a single unit; however, the distal portion of the recanalization catheter peeled and the tip was exposed. Another recanalization catheter was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical dept, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803, the lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for eval. The investigation is currently underway.